Event description:
New information reported stated that on (B)(6) 2017 the lead was successfully removed from the pulse generator and connected to a new pulse generator. The lead was tested and exhibited normal electrical values. The patient was in stable condition post surgery.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited unacceptable thresholds, sensing values and impedance measurements. A chest x-ray was performed which revealed that the lead had dislodged. A lead revision procedure would be scheduled.